Event description:
It was reported that the patient presented in the emergency department after receiving inappropriate shock due to high voltage output therapy. Upon review of electrograms, the implantable cardioverter defibrillator had incorrectly diagnosed a supraventricular tachycardia due to intermittent atrial blanking which resulted in the inappropriate shock and inappropriate atp. Patient was in good and stable at the time of the event. No intervention or additional information was reported.